Event description:
From md notes: "in the past week the patient has had 3 inappropriate discharges. The first 2 episodes were thought to be related to oversensing. The device was reprogrammed. The patient had another inappropriate shock and it was determined that his medtronic, recalled, defibrillator lead was defective and needed to be extracted with a new lead implanted." The patient was taken to the operating room where a new dual coil ICD electrode was placed. The old lead was removed without difficulty.